Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the sensor broke. Customer stated that when she inserted the sensor, it fell off and stated it might have been cracked. And the second sensor was not inserted in the body due to the needle came out. Customer's blood glucose was 600 mg/dl. No further information provided.